Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip was damaged at 184,442 joules of use. The case was completed using an alternate procedure (turp). There was no report of pt injury.